Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2020 - 09929. Olympus found that this phenomenon was caused by "zerowire (wirelessly video transmits device)" of another company. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that no endoscopic image was displayed on the oev262h during preparation for use. The oev262h was set to dvi terminal. However, there was the endoscopic image displayed on another monitor which was connected on wifi. This slave monitor was also set to dvi terminal. Reportedly, all the cables were connected to the back of the oev262h. The user said that probably all input settings on the oev262h were checked. There was no report of patient injury associated with this event.